Event description:
It was reported that during a three [3] staff transfer the sling tore, the green area torn away from the black seam right corner shoulder area, the pt fell off to the side and out of the sling hitting head on the hoyer leg. Small hematoma noted on left leg and bump to pt head.